Manufacturer narrative:
Device analysis: the returned device was analyzed and identified a pump malfunction. Based on all the available information the root cause was due to the pump failing the activation and deflation functional tests. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction related to the events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
The device was returned with no associated complaint from the field. During the analysis investigation a malfunction of the pump was identified.